Event description:
On (B)(6) 2012, the reporter contacted animas and alleged two episodes of the pump going into rewind mode without any button presses. The first occurrence was on (B)(6) 2012: he could feel the pump start to vibrate, he noticed pump was rewinding and immediately disconnected at skin site. He then consulted his user's guide to see how to lock the pump: he first thought he may have accidentally pressed some buttons. The reporter alleges the pump started to rewind again today, (B)(6) 2012, while pump was in locked mode. He denies any problems with buttons or any blood glucose excursions from this issue. The last occurrence was at 9:30a.m. Customer technical support advised the reporter to come off of pump and use back up plan. This complaint is being reported due to the allegation that the pump goes into the rewind function without user intervention.

Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
Follow-up #1 date of submission (B)(4) 2012 - device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2012 with the following findings: a review of the black box shows no evidence of the pump rewinding on the reported date and time. The pump powers on normally with functional auditory and vibratory features. A review of the pump histories shows alarms and warnings indicative of typical pump use. The pump was exercised for 24 hours with no self-rewinding occurring. A normal 10 unit bolus and a 10 unit audio bolus were performed successfully and both were accurately recorded in the pump history. The keypad buttons were tested and no hypersensitivity was observed. The complaint could not be confirmed or duplicated on investigation.